Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up arrow button was the most problematic. The buttons seemed to lock the insulin pump. The customer was unable to bolus until she shook and removed the reservoir from the insulin pump. The customer noticed cracks on the insulin pump. The cracks were on the top left of the screen, on the right corner of the reservoir window, and down the battery compartment. The customer has bumped the insulin pump on the side of the bathtub. Customer's blood glucose level was 186 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.